Event description:
The hosp reported that during an off pump procedure the foot broke off the stabilizer while inside the pt. The broken foot was retrieved by the physician without any additional complication to the pt.